Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the u.s list number. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2017, the patient experienced redness and discharge on the peg tube entrance. On (B)(6) 2017, a fungal infection was detected on the peg tube entrance area and the patient was treated with the patient experienced a fungal infection on peg entrance area and was treated with oral antibiotic augmentin 1000 mg tablet 2x1.